Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed the reported fracture. The device fractured due to low-stress, high-cycle fatigue. There were no inclusions or other material defects that contributed to crack initiation or propagation. Review of the device history records did not reveal any manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not draw any conclusions about the root cause of the low-stress, high-cycle fatigue with the information provided. No evidence was found of product error as a contributing factor. Based on no evidence of product error as a contributing factor to the reported device fractures, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 17 march 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the femoral prosthesis was loose. Also noted, the patient's patella was damaged by the bolt. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 04/13/2016.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
X-ray showed that the stem adaptor bolt had come loose/ broken. We discovered intraoperatively that the adaptor had broken/ sheared at the junction of the 5 degree collar and the rest of the adaptor.

Manufacturer narrative:
Device available for evaluation.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.